Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the follow-up report.

Event description:
It was reported: "suddenly black screen and the v500 stops ventilating. No alarm." No injury reported.